Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that a recent cta showed the proximal neck was 21 mm in diameter, distal neck was 29.6 mm and the aortic neck length was 17.5 mm. The aneurysm was 89.5 mm in diameter. It was also noted that the stent graft was found to have migrated 10 cm into the distal aneurysm sac due to dilatation of the aortic neck with a proximal type I endoleak present. The decision was made to implant an endurant 36x36x70; however, it was not possible to get the delivery system to cross due the severe tortuousity of the access site and the delivery system kinked. The device was removed from the patient and discarded by the user facility. The patient's access site was ballooned several times. After external manipulation of the anatomy the physician was able to successfully insert and implant an endurant 32x32x70 directly below the renal arteries followed by a valiant 34x34x100 which had approximately 5 cm of overlap. Another valiant 38x38x100 was then deployed with 5 cm of overlap proximally and 3 cm of overlap distally and into the aneurx bifurcated stent graft. This successfully resolved the stent graft migration and the endoleak. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant showed that the aneurx bifurcate was positioned approximately 10 cm below the renals. The infrarenal neck was angulated 70deg lateral/left relative to the suprarenal neck. The neck continued straight to the proximal margin of the bifurcate, but then acutely angulated 130deg lateral/right along the length of the aneurx stent graft and proximal limbs. The distal limbs were very angulated but patent. The left iliac limb takeoff was angulated 90deg to the flow divider. The 8.8 cm max diameter aaa was full of thrombus (2cm diameter flow lumen). Images during or post-secondary treatment of the migration were not provided. It is likely that the migration was due to disease progression (aneurysm morphology changes) and the positioning difficulties were likely due to the highly angulated anatomy at the access location.

Manufacturer narrative:
(B)(4). Method: film. Results: stent graft migration, endoleak. Disease progression, aortic neck dilatation. Conclusion: stent graft migration, endoleak. Disease progression, aortic neck dilatation.